Event description:
Consumer complained that the product caused stiffness, pain and burning in legs and back. No medical attention was sought for this condition.

Manufacturer narrative:
The physical attributes of a reserve sample of the same lot as the suspect sample was examined. The product was within specification.